Manufacturer narrative:
B5: upon follow-up, it was reported that the patient recovered from the event of abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. On an unknown date, the patient remained hospitalized and was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.